Event description:
Per clinical trial (B)(6): on (B)(6) 2015, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. Concomitant procedures included breast implant exchange, capsulectomies, and fat grafting to the right axillary breast tail. 2 pieces of galaflex were used. On (B)(6) 2015, infection of left breast was reported as a sae. On (B)(6) 2015, patient had an irrigation and debridement procedure with implant and mesh removal of left breast. Patient also received IV antibiotic (keflex) and bactrim. Resolved on (B)(6) 2015 without sequelae. Review by medical affairs identifies the reported ae is related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced postoperative left breast infection and underwent mesh explant. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery/use and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. In regards to infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Remains implanted.